Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead returned in one piece measuring 51.1 cm with the extraction tool stuck inside. Visual examination found the helix partially extended and clogged with blood, as well as an external insulation abrasion exposing the outer coil at 11.4 - 11.8 cm from the distal tip, consistent with friction to another device or feature of the patient anatomy. Procedural damage was also noted via an extraction tie, cuts to the outer insulation, and a cut at the proximal end. No conductor fractures or internal shorts were found.

Event description:
This report is to advise of an event observed during analysis.